Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin flow is blocked during a bolus attempt. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the insulin does not exit the tubing and alarmed no delivery. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was received with minor scratches on the lcd window and case. The pump was received with a fading serial number label.